Manufacturer narrative:
On 7/29/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7/29/2019, mentor also became aware that the patient also encountered bilateral capsular contracture; baker grade unknown. Hence, patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient¿s right-sided device. Left side is issue is being reported in a separate report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/17/2019, mentor became aware that the device was explanted on (B)(6) 2019. Hence, section d7 has been updated with date of explant and method code under section h6 has been updated to "device not returned". Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: right side rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed to have a crease in the posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/15/2019, mentor became aware that the baker grade that patient experienced on both sides is ii. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/12/2019, re-evaluation of the device was completed. Device evaluation summary: during evaluation of the device it was observed some creases in anterior and posterior view. Leak testing revealed a tear within the crease in anterior view, measuring approximately 0.1 cm. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture and creases mentioned above were caused by the stress occasioned to the shell by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side; 350cc mentor memorygel breast implant; catalog #: 3503504bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant and was presented with right side rupture confirmed by mammogram on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.